Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): omitted information pertaining to (B)(4) (ptm poor comm.) And (B)(4) (lbr/safe state). Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. It was reported the hcp had an issue that was "her fault" with a fentanyl pump. The hcp wanted to reach technical services after hours to address it and was told by someone that there was no technical support after hours and that they could get her in touch with the local representative. The hcp did not recall what number she dialed or any other details. No symptoms were reported. The event date was unknown. If additional information is received, a follow-up report will be sent.